Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with transient light sensitivity on the both eyes (ou) at a 19 post-operative exam. Pred forte (pf) 1%, (topical steroids) was increased for 2 days every 1 to 2 hours and 4 times a day for 5 days afterwards. The patient's comments were that there was intense light sensitivity, constant, all sources of light. Bcva from (B)(6) 2016; right eye pre-op 20/20 .75 x -2.25 x 89; left eye pre-op 20/20 1.00 x -2.50 x 89.